Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
This event was reported from clinical study # 656 "three intraocular lenses designed to improve distance, intermediate and near vision following lens extraction" and associated with subject # 395706-082 enrolled in the study. It was reported that the pt underwent successful implantation of the crystalens iol in the right eye. The pt presented with raised intra-ocular pressure (iop) one day postoperatively, which was resolved with medication. Approx two weeks later, cortical remnants and macular edema were identified. The treatment for the macular edema is ongoing.